Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger.. Therefore, the reported condition that the device "spoiled" was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the mechanics of the handpiece device had seized. It was noted that the handpiece seized up. It was further determined that the device failed pretest for check for free moving, check for sticky trigger, and check function of all modes with power modules. It was noted in the service order that the device ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.